Event description:
On (B)(6) 2013, the patient¿s mother contacted animas alleging absence of occlusion alarm. The patient¿s mother reported that on (B)(6) 2013 the patient developed a high blood glucose (bg) of 502 mg/dl with symptoms of vomiting and large ketones. Patient was taken to the hospital and admitted with a diagnosis of dka. The reporter stated when site was removed they discovered cannula had a kink in it; however, the subject pump did not alarm to notify insulin was not going thru successfully. At the time of troubleshooting, it was noted that pump¿s alarm history showed no occlusion alarm received. The occlusion sensitivity was set to high. This complaint is being reported because the patient was hospitalized for hyperglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as cause or contributor to this event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: review of the black box data revealed the total daily dose totals correctly reflected the user's programmed basal rates. Occlusion alarms were observed in the alarm history. There was no data in black box from time of the alleged occlusions without occlusion alarm due to continued patient use; the data had been overwritten. During investigation, rewind, load cartridge, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the force sensor was detecting correct force at 5lbs. The pump was exercised for 29 hours with no occlusions occurring and no other issues. For investigation, an occlusion was induced and the pump responded properly by giving the appropriate visual and audible "occlusion detected" alarm. The pump was found to be delivering within required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.